Event description:
It was reported that a malfunction code was displayed on the pump, specifically malf 16. The customer did not report any adverse impact to their blood glucose level as a result of the issue. Technical support provided instructions for resetting the pump, but the malfunction persisted, leading to a decision to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The customer was guided on how to put the pump into storage mode and agreed to return the pump using a pre-paid label within ten days.